Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc was not moving with necessary speed. Upon functional testing fse found there was bist error in geometry control. Fse replaced the geometry control module. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that some system movements were slow while others were unavailable. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.